Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photo was sent showing the crack in the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5035318. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® glass aprotinine k3edta tube with pink hemogardtm closure had a crack in the glass tube. It was not used on a patient. No mucous membrane exposure to body fluids. No serious injury, no medical interventions.